Event description:
A complaint was received from a customer that reported the entire bottom half of the display was missing. A request was made to return the system for evaluation. In the meantime, a replacement unit has been provided.